Event description:
It was reported that the patient died of natural causes. Follow up information from the nurse revealed that patient died due to sudep associated with seizure disorder. Patient had a history of intractable chronic seizure disorder. It was indicated that there is no relationship between patient's death and vns therapy. It was also stated that the patient's device was functioning properly, and no malfunction was found. During the autopsy, no relationship was found between the patient's death and vns therapy. Patient's generator was explanted, and returned to manufacturer for product analysis. Explanted product is currently undergoing product analysis.